Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. According to additional information received from fse, an initial emdr for this complaint was incorrectly submitted. The battery is replaced as a part of routine maintenance. The complaint was created in error, there was no reported customer dissatisfaction related to this event or malfunction with the device, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) battery is almost due for replacement. There was no harm or injury reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.